Event description:
Meter name: one touch basic enhanced, strip name: unknown, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: hyperglycemia. A pt reported they were seen in emergency room. Their meter allegedly had no power. The result on the lab was 700 (units unknown). Treatment was unknown. No further info has been reported.